Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device was cooling patient to 36c and had foley probe in place. Foley probe was not reading at all, so they moved to a rectal probe. They have an esophageal probe 36.4c and a rectal probe 37.4c. They were swapping back and forth between two different devices and the two different probes. Nurse wanted to know which temperature was accurate. Mis explained that the difference in modalities would create small differences in temperature not to mention different sites were these probes were located. Patient was generating heat earlier and medications were administered. Nurse denied any current heat generation. The patient temperature was 37c currently with rectal, water temperature was 8.2c, flow rate was 2.3 l/m and 4 pads connected with some exposed abdomen noted. Mis encouraged addition of universal pad to abdomen to assist with surface area coverage and temperature control. Nurse noted they could utilize bair huggers or blankets for counter warming if patient begins generating heat again. Mis suggested choosing one device and one probe to run therapy. Swapping back and forth can create issues with managing patient temperature.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found that there was no allegation against product. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was cooling patient to 36c and had foley probe in place. Foley probe was not reading at all, so they moved to a rectal probe. They have an esophageal probe 36.4c and a rectal probe 37.4c. They were swapping back and forth between two different devices and the two different probes. Nurse wanted to know which temperature was accurate. Mis explained that the difference in modalities would create small differences in temperature not to mention different sites were these probes were located. Patient was generating heat earlier and medications were administered. Nurse denied any current heat generation. The patient temperature was 37c currently with rectal, water temperature was 8.2c, flow rate was 2.3 l/m and 4 pads connected with some exposed abdomen noted. Mis encouraged addition of universal pad to abdomen to assist with surface area coverage and temperature control. Nurse noted they could utilize bair huggers or blankets for counter warming if patient begins generating heat again. Mis suggested choosing one device and one probe to run therapy. Swapping back and forth can create issues with managing patient temperature.